Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored for several days, and no battery out limit alarms occurred during testing. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer's blood glucose was 150 mg/dl. The customer stated that he was about to treat with the insulin pump, he was unable to garner a response from the act button to deliver a bolus. The customer stated that neither the act nor esc buttons worked. The customer did not observe any significant events leading up to the alarm. The customer also noted that the insulin pump alarmed battery out limit; the customer was advised that this was normal device behavior, since the batteries had been kept outside of the insulin pump for greater than the duration allowed by the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was also advised that a replacement battery cap be sent for a previous blank display issue.